Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Customer reported to have entered an incorrect ID number. No additional patient or event information was available. Customer declined to troubleshoot for this issue.